Manufacturer narrative:
Product event summary: data files were returned and analyzed. One image was reviewed for lesion #91. No significant changes in the lesion graph can be noticed during the lesions that could point towards a steam pop. In conclusion, the reported issue could be plausible through data analysis. The afr-00001 sphere 9 catheter was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter for radiofrequency ablation, an audible steam pop was noted during ablation #91. The procedure was completed. Echocardiography was conducted after the procedure and did not reveal any anomalies. No patient complications have been reported as a result of this event.